Event description:
A facility reported a certas valve ((B)(4)) was implanted on (B)(6) 2022 in a pediatric patient. The patient was in "shunt failure" and surgeon believed it was because the valve was occluded. The ventricular catheter was working as intended and so was distal end. When valve was removed it was flushed on back table and had flow but perhaps not has much as was intended and protein/blood build up was visible inside siphonguard.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information received: how was the valve failure discovered? Large pseudomeningocele collection around shunt valve and tubing. Did the patient experience any signs and symptoms? If yes, please explain: other than fluid collection, felt to be asymptomatic. Timeframe between the implantation and the onset of signs and symptoms: (B)(6) 2022 date of original implant, or 5 weeks from implant to explant. The valve was replaced? Valve was replaced. Current status of the patient: patient is doing well postoperatively, in retrospect, parents felt she had increased irritability preoperatively.

Event description:
N/a.

Manufacturer narrative:
Updated fields:  d4, d9, g3, g6, h2, h3, h4, h6, h10 the certas valve was returned for evaluation. Device history record (DHR) - the product code 82-8804pl with lot 5746530, conformed to the specifications when released to stock. Failure analysis - the position of the cam when valve was received was at setting 3. The valve was visually inspected; no defects were noted. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no flow issues were noted.

Event description:
N/a.